Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during initial drain. The hp stated she was connected at the time of alarm. The hp also stated she uses a patient line extension and had connected the extension line before starting the prime. The hp stated she did not check the line to verify that it had primed prior to connecting herself. The technical service representative (tsr) assisted the hp to clear the alarm and further assisted the hp to disconnect using aseptic technique. The hp confirmed she would notify the peritoneal dialysis nurse (pdrn). The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was not determined. The batch review was not performed because the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).